Event description:
It was reported via a trial that there was an unknown grade dissection noted post stent deployment. The target lesion was located in the left anterior descending (lad) and was 80% stenosed with no tortuosity or calcium present. The target lesion was pre-dilated with a 2.0 balloon. The 2.5 x 28 mm promus device was advanced and deployed at high pressure. At this time, a distal edge dissection was noted. It was treated by placement of a non-abbott 2.5 x 8 mm stent at medium pressure. A 2.5 x 12 mm promus was then deployed proximal to the first promus at high pressure. Post treatment, the target lesion had 0% residual stenosis. Per the study coordinator, it was the ballooning with the stent balloon which caused the dissection. There were no patient effects. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that a 2.5 x 8 mm taxus liberte drug eluting stent was implanted to treat the dissection, it should be noted that the promus IFU cautions that: effects of multiple stenting using promus stents combined with other drug-eluting stents are also unknown. When multiple drug-eluting stents are required, use only promus stents in order to avoid potential interactions with other drug-eluting or coated stents.